Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the peeling off the coating on the insertion section, leak at the bending section cover, the connecting tube had a dent, the grip unit was scratched, the scope body was scratched, the universal cord had buckles, the connector unit was corroded, the lightguide cover glass was cracked and switches 1 and 4 had a cut. Additionally, the forceps passage and brush passage failed and the lens guide mount failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the evis exera bronchovideoscope had a problem with the biopsy channel tube. Upon inspection and testing of the customer returned device, peeling off the coating on the insertion section. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The specific root cause of the coating on the insertion section being peeled off could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents: detergent solution: use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. Olympus will continue to monitor field performance for this device.